Event description:
It was reported that the device was being used during a lap cholecystectomy. It was reported that as the surgeon was clipping the cystic duct, the clip went on crooked and fell off the tissue. Another device was opened and the procedure was completed without any consequence to the pt.